Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their controller has shut down and they need a new one as soon as possible. Patient stated the controller was on and then went black and blank and will not come back on. Patient confirmed the screen came up when they were trying to charge the implanted neurostimulator. Patient stated this has been going on for 'awhile.' The controller has not been wet or dropped. Patient stated 'I believe it was last month,' dr. (B)(6) was trying to get a hold of a rep to assist the patient with this issue and dr. (B)(6) told patient someone should be getting a hold of them but they never heard from anyone. Agent had the patient plug the controller into the ac power supply and then patient reported memory problem date has been lost, repeat the set up process. Patient was able to successfully set up the date and time. Patient confirmed no damage to ac power supply and the controller port is not loose. Patient then conn ected the recharger and reported no device found, then battery empty, recharge the controller. The patient will charge the controller and attempt to charge their ins and call back for assistance as needed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.